Event description:
This report is based on information provided by philips remote service personnel and will be further investigated by the philips complaint handling team. A complaint was received regarding a tempus pro device. The reporter indicated that during testing, an EKG malfunction was observed, in that the device failed to display the EKG waveform. The reporter attempted troubleshooting with known good lead sets, however the issue was not resolved. The reporter noted the EKG lead set fits snugly into the port and the port is not loose. No patient involvement was reported.